Manufacturer narrative:
Update: 5/9/12 - plaintiff's preliminary disclosure form was received, which identified date of implantation - (B)(6) 2008. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address acetabular cup loosening. It was noted on the report that the cup spun into a vertical position. Update: 3/23/2012 - medical records were received. The revision operative report indicated that once inside the hip, a fluid collection was encountered with evidence of pseudotumor and caseous debris.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.